Event description:
As reported by the distributor, a complaint of paracentral white opacity is associated with freshlook colorblends (phemifilcon a) contact lens wear. No further info was provided.

Manufacturer narrative:
(B)(4). The product was not returned for eval. The device history record and sterilization record for this lot has been reviewed and no deviations or non-conformances were found that indicated a process issue occurred during the production and final packaging of the complaint lot that would have contributed to the reported event. No root cause could be identified. (B)(4).